Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed the data of the date of the complaint had been overwritten. The complaint was unable to be confirmed or duplicated during the investigation. The current black box showed no evidence of a short battery life. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. There was no damage observed to the battery cap. The battery cap measures were within specifications. The battery compartment was found to be intact and the current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.